Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter found an anomaly of the non-sutureless connector pump connector. Per analysis photos, dark residue could be seen between the clear molded silicone and the metal housing. The location of the residue corresponded to the area of the damage to the wall of the inner lumen of the connector. Leaking was seen coming from the connector during analysis but the leaking was not seen until pressure testing reached at least 15 psi.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that there was a change in therapy effect. It was noted that it started 3 days prior. It was reported that the patient began experiencing symptoms of waking up stiff and shaking. It was noted that there were no reservoir volume discrepancies. It was reported that the patient had 20 cc of drug in the reservoir and the healthcare provider (hcp) programmed a 75 ug bolus over 3 min and the patient did not respond. It was noted that the hcp did an indium study at the same time as the bolus. It was reported that 48 hours had passed and as far as the hcp can tell there had been no drug flow. It was noted that the patient was put on oral (po) baclofen and was doing better, but not as good as they could be doing if the drug infusion system was working properly. It was reported that this happened in the past, approximately 2 months prior with the patient when they had the same type of symptoms (sx). It was noted that a dye study was done and they found no issues but when the indium study was done it showed that the drug pooled in the pump pocket area so it was determined there was a broken catheter at the pump/catheter connection so it was revised. It was reported that the pump was confirmed as patent at that time so it was not replaced. It was noted that the pump was used to infuse gablofen. It was reported that the patient's family was concerned that the patient was still having issues since the last revision in (B)(6) 2014. It was noted that the cap can be accessed and easy aspirated from but with the indium dye study the dye never left the pump.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter becoming disconnected from the pump endangered life and health and caused pain and suffering from baclofen withdrawal. A follow-up report will be submitted if more information becomes available. See attached user facility medwatch.

Event description:
It was reported that a catheter kink and disconnection were reported at the pump connector. It was also reported that a motor stall had occurred and it was unknown if the stall had recovered. The patient was hospitalized on (B)(6) 2014 for intrathecal baclofen withdrawal. A catheter dye study was performed and was normal. On (B)(6) 2014 an indium dye study was performed and no indium was able to enter the catheter. The patient remained with underdose symptoms of ¿stiff¿ until (B)(6) 2014 when he presented with overdose symptoms and was very loose. The patient was scheduled for possible catheter, pump, or full system revision. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. It was later reported that the revision was scheduled for (B)(6) 2014. The pump was interrogated on (B)(6) 2014 and the logs were read and showed no motor stall. It was later reported per the pump logs that motor stall occurred on (B)(6) 2014 at 14:23 and recovered that day at 15:28. It was further reported that there was a kink of the proximal catheter segment and an occlusion of the pump connector. During the revision on (B)(6) 2014, when the pump pocket was opened the connector appeared to be connected appropriately but there was a large amount of fluid in the pump pocket that appeared to be cerebrospinal fluid (csf). A suture was cut from the old connector and the connector piece was removed from the pump. Csf was able to be seen dripping from the catheter. The doctor was able to aspirate about 1.5ml of csf. Also, the doctor noticed a small kink in the proximal segment about 7cm distal from the connector. 8.5cm of the catheter was cut distal to the kink. The catheter then appeared to be dripping csf so the catheter appeared patent. A new revision segment was attached and the sutureless connection was made to the pump. Then 0.5ml of csf was aspirated from the catheter access port (cap). The old medication was withdrawn from the pump and a new 40ml of baclofen was inserted into the reservoir and programmed at 200mcg/day per doctor orders. It was noted that the patient had experienced withdrawal symptoms including clonus. The patient also experienced altered mental status and increased spasticity. Patient status at the time of the repot was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's catheter disconnected from the pump. It was noted that the dose and concentration of the 1st event he went through this was 1400 and the 2nd event was 300 and something. The patient's symptoms had been getting worse over time. It was reported that the patient's catheter had disconnected from the pump 2 times. On (B)(6) 2014the patient started exhibiting their shoulders going up and the arms going could feel his intercostal muscles caronising&#56224; the patient's head was moving back and forth. The patient's healthcare provider (hcp) was contacted on oral baclofen was prescribed but this did not resolve the issue. It was bad enough where the patient could not answer them, it was noted that the patient doesn't speak well anyway. It was noted that a dye study was performed on (B)(6) 2014. The patient's hcp ruled out kidney, gall bladder, infections and all physiological things that could be problem. Gradually symptoms got less and 5 days later got out of hospital and came home, but it was noted that physically the patient wasn't the same. The patient&#38112;muscles were still contracted but the patient wasn't having terrible symptoms. On (B)(6) 2014 the patient went and had hip x-rays to see if it was something physiological, had their back checked and had an MRI run on their brain (B)(6) 2014. All of the tests came back negative. The hcp suggested having radioactive isotope put in the pump on (B)(6) 2014 and went back 2 days later to have it scanned. In the pictures it looked like a full moon in the sky, the next picture a moon coming off the horizon, the next one of the chest look like a tv that had been turned off. The next picture was of the patient's head and their hcp said there was nothing. It was noted that what that told them was that baclofen was in the pocket in his abdomen but wasn't going anywhere. There was no indication that it was going up the catheter. The hcp was increasing the medication before it was reconnected. The patient was getting some of the medication but not everything the patient should have been getting. The patient had surgery in (B)(6) 2014 to take a look and reconnect the catheter to the pump. It was noted that everything was fine but then again in (B)(6) 2014 the patient was on a much lower dosage after it was reconnected. The patient was reportedly only getting medication periodically. It seemed to be helping but then in (B)(6), they were seeing same symptoms but lesser scale. It was noted that this might because the patient was on a lower dosage. Throughout may they were watching this and end of (B)(6), they saw this increasing and it had been getting worse. The patient was not sleeping well. On (B)(6) 2014 they took the patient to get radioactive isotope and picture looked the same it did the time before. Nothing was going up the catheter. It was noted that the patient's hcp commented that they had never been able to pull back on a catheter so easily; the spinal fluid came back on there. There was no blockage in the catheter but it had something to do with the pump, the connector and the catheter. The hcp also pulled out the medication in the pump and it had the appropriate amount came out of the pump but it wasn't going up catheter. The hcp monitored the patient for 24 hours and dropped the pump down as low it will go and see if he has any symptoms. They left the medication down and were also taking oral baclofen. It was reported that they need to go back to have it reconnected. The patient was a miserable person when this happened. The patient had a lot of hardware in their back and it's impossible to replace the catheter.it was noted that they never had a problem with the patient's first pump. The patient reportedly was not able to bounce and doesn't have any symptoms of dyskinesia. Additional information received indicated that catheter issue was a disconnection. The catheter issue was identified in the operating room (or) on (B)(6) 2014. Surgical intervention occurred, but the date provided was illegible. Further follow-up is being conducted to obtain this information, if additional information is received, a follow-up report will be sent. The intervention that occurred included a revision and replacement. No, catheter or catheter segments were left in the patient and no catheter segments were left in the intrathecal space. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.